Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin irritation at the sensor site. The customer reported symptoms of allergic reaction and swollen skin. The customer had contact with a healthcare professional (hcp) who prescribed cortisone and an unspecified skin cream for treatment. There was no report of death or permanent impairment associated with this event.